Manufacturer narrative:
Chemotherapy medication bag, spiros caps. No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that during an infusion of chemotherapy the primary tubing set separated. The opened end of the tubing touched the floor and chemotherapy spilled on the patient's skin and the floor. The facility had to call a "code orange" to clean up the spill. The pharmacy was then unable to mix another bag until the next day. The patient received the rest of the chemotherapy a day late. Other than a delay and the spill there were no other adverse consequences caused to the patient as a result of this event.

Event description:
It was reported that during an infusion of chemotherapy the primary tubing set separated. The opened end of the tubing touched the floor and chemotherapy spilled on the patient's skin and the floor. The facility had to call a "code orange" to clean up the spill. The pharmacy was then unable to mix another bag until the next day. The patient received the rest of the chemotherapy a day late. Other than a delay and the spill there were no other adverse consequences caused to the patient as a result of this event.

Manufacturer narrative:
The customer complaint of tubing set separated and chemotherapy spilled was confirmed. Photo provided by the customer shows that the pvc tubing was completely separated from the smartsite outlet port. Fluid was observed to be leaking from the separation. Device history record for model 2420-0007 lot 20023024 shows that the set was manufactured on 20 february 2020 with a total of (B)(4) units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported. Device history record for model 2420-0007 lot 20015335 shows that the set was manufactured on 02 january 2020 with a total of (B)(4) units. There were no qn¿s (quality notification) issued during the production build of this lot for the failure mode reported. The root cause of this failure was not identified as no product was returned.